Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their device would not power on when attempted. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their device would not power on when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Upon investigation and correspondence with the customer it was discovered that the customer had disconnected cables/connectors to the power module prior to sending the device in. After reconnecting the cables/connectors and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to user error.